Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that review of a stored episode identified undersensing of a spontaneous ventricular fibrillation (vf). As a result of undersensing, the arrhythmia was inappropriately detected in the ventricular tachycardia (vt) zone and ineffective antitachycardia pacing (atp) was delivered. Shock therapy was eventually delivered and the arrhythmia was successfully terminated. The patient lost consciousness as a result of the delay in shock therapy and was not aware that a shock had been delivered. The ventricular sensitivity floor was reprogrammed from nominal to most and atp was programmed off in the vt zone.